Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) adjusted the sample probe and replaced the rinse tube assembly. The customer replaced the cuvettes. Test runs were performed and the instrument was functioning correctly. The customer has had no further issues. The investigation determined the event was due to a maintenance issue.

Event description:
We received an allegation of questionable high results for an unspecified number of patient samples tested for sodium (na) on a cobas 6000 c501 module. The na results were between 200-400 mmol/l. No repeat test results were provided. The high results were not reported outside of the laboratory. No further event details are available.